Event description:
It was reported that the handle of the catheter was leaking liquid. During an radiofrequency ablation procedure to treat the atrial flutter in the right atrium a intellamap orion high resolution mapping catheter was selected for use. The handle of the catheter was leaking liquid. The catheter was exchanged and the procedure was completed without any patient complications.

Manufacturer narrative:
Visual inspection revealed no visual defects on the device. The metriq pump test pumped the saline through the catheter to inspect location of leak. There was a leak discovered in the irrigation luer in the pigtail section of the catheter. The pigtail was dissected and pinpointed the exact location of the leak. The leak was visible right after turning the pump on.

Event description:
It was reported that the handle of the catheter was leaking liquid. During an radiofrequency ablation procedure to treat the atrial flutter in the right atrium a intellamap orion high resolution mapping catheter was selected for use. The handle of the catheter was leaking liquid. The catheter was exchanged and the procedure was completed without any patient complications.